Event description:
Reportedly, this ring was explanted after approx a 12 yr, 1 month implant duration, due to mitral stenosis, regurgitation, and atrial fibrillation.

Manufacturer narrative:
H6: device not returned.